Event description:
Attempted to use the device to administer defibrillator shocks to a pt diagnosed in cardiac arrest. The defibrillator was charged six different times and allegedly failed to discharge each time. The pt was not resuscitated. A clinical review by medtronic concluded that the device did not cause or contribute to the pt's death because the pt's ECG showed organized electrical activity before and after attempts to shock. It is not obvious that the pt was truly in a shockable rhythm.